Event description:
It was reported that the patient experienced skin erosion at the pump implant site around on (B)(6) 2023 (exact date unknown). Because of this the hospital decided to explant the pump and put the same pump in an enclosed sterile bag and sealed on with sterile dressing to the patients abdomen outside the body, still connected to the catheter. The spinal segment of the catheter had 5 centimeters removed. The pump was now placed outside of the body to the skin and was still providing drug delivery. The wound has been cleaned up and the erosion has now been resolved.

Manufacturer narrative:
Continuation of d10: product ID: 8780; implanted: on (B)(6) 2023; product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.